Event description:
It was reported to philips that the unit's touchscreen does not work. It is unknown if the device had patient involvement at the time the issue was discovered however, there was no patient or user harm reported.

Event description:
It was reported to philips that the unit's touchscreen does not work. It is unknown if the device had patient involvement at the time the issue was discovered however, there was no patient or user harm reported.

Manufacturer narrative:
Quote has been sent to the customer for device repair and it has not been accepted yet.

Manufacturer narrative:
Further investigation found that the field service engineer (fse) evaluated the unit and confirmed the touchscreen malfunction. The top cover was heavily damaged. The cpu cover needed to be replaced because one of its bases was bent. The error log showed a problem with the auto zero of the proximal pressure sensors- error 110a. This was identified as due to a faulty data acquisition pca. The feet that are not part of the cpu cover were also tilted. The device is still pending repair completion.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response.

Manufacturer narrative:
The quote previously sent to the customer expired. No work was performed by philips. The customer called again for another service request and a new case was created to service the unit.